Manufacturer narrative:
Investigation findings: to date, the product is en-route for evaluation. A follow-up will be submitted upon receipt of the device and completion of an evaluation. The information for use (IFU) provides the user the following information: warnings: use only within prescribed generator setting ranges. High power generator settings may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Wattage range is 30-70 watts for 3.2mm electrodes. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated. Do not bend shaft. Avoid excessive bubble accumulation around electrode tip during use. Avoid unnecessary activation between tissue applications. Electrode tip must be within field of view at all times while activated. Cautions: use only non-conductive cannulas. Avoid contact with sharp and metal instruments at all times. The generator settings at the time of this procedure were 50 "coag" and 50 "cut". The user reported that the tip came off while in contact with bone.

Event description:
The customer reported that during use of this ablator in an arthroscopic acromioplasty, the tip broke off in the surgical site. The tip was removed from the joint. An alternative device was available, and there was no patient injury or delay in the procedure.